Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. Them tamper seal was. A review of the event history log evidenced the following: "(B)(6) 2005 12:00:09 am medium alarm displayed: pump settings and patient data lost" the customer reported product problem was replicated. The investigator noted the rtc battery became disconnected, most likely from an impact. The main pcb board was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed "data lost" after power up. It was reported that there was no patient involvement. No adverse effects were reported.